Manufacturer narrative:
The accounts engineer replaced the foot hi/low motor to repair the bed.

Event description:
The account alleged the foot hi/low is all the way down and will not rise due to the isolation mounts breaking on the motor, causing the motor to torque and short to the bed frame. Bare wiring was exposed.